Manufacturer narrative:
(B)(4). The file is being updated based on the following: medwatch 3005075853-2017-04753 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04753 will be re-submitted as follow-up #1. Corrected supplemental sent. - attachment: [3005075853-2017-04753.pdf].

Manufacturer narrative:
(B)(4). Batch # p92e76. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 7 clips were found inside the clip track. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how were clips not fed properly? Did clips slow feed? Did multiple clips feed? Did clips sideways feed? Did clips partially feed or not feed at all? Response received: no information.

Event description:
It was reported that during an unknown procedure, the clips were not fed into the jaws properly and the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.